Event description:
A customer called beckman coulter regarding 2 erroneously elevated accu tni and ckmb test results from 2 different pts that were generated by the access 2 instrument. Pt a had an accu tni result of 1.70 ng/ml and a ckmb result of 7.1 ng/ml. Both these results were reported out of the lab. The original sample from pt a was repeated (for accu tni and ckmb) on a different chemistry analyzer. The repeated accu tni result was 0.01 ng/ml. The repeated ckmb result was 4.4 ng/ml. A corrected report was sent out of the lab with these results. Pt b had an accu tni result of 1.36 ng/ml and a ckmb result of 10.2 ng/ml. Both these results were reported out of the lab. The original sample from pt b was repeated (for accu tni and ckmb) on a different chemistry analyzer. The repeated accu tni result was 0.02 ng/ml. The repeated ckmb result was 6.5 ng/ml. A corrected lab report was sent out of the lab with these results. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.